Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is not applicable as the device was not implanted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "the physician was manipulating the implant and it ruptured." Surgery was completed with a backup device. Patient contact occurred.

Event description:
Healthcare professional reported "the physician was manipulating the implant and it ruptured." Surgery was completed with a backup device. Patient contact occurred.

Manufacturer narrative:
A further investigation (fi) has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening, underweight device, and red particles. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on the posterior side due to surgical damage. Additionally, there was sealant observed in an area less than 1-millimeter beyond the fill hole, which is out of specification and therefore assessed as a workmanship issue.

Event description:
Healthcare professional reported "the physician was manipulating the implant and it ruptured." Surgery was completed with a backup device. Patient contact occurred.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices on the work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported during the trend review of all dipcoat complaints for gel breast implants for the period of aug 2017 through jul 2019, there was noted an outlier in may 2017. The additional analysis performed shows all the results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the dipcoat event, so, no additional actions are deemed required at this time. The issue with dipcoat will continue to be monitored and corrective action taken in the future if deemed appropriate.